Manufacturer narrative:
(B)(6) 11/5/15 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and unit alarms not functional. The key failure is 4 way valve is sticking which addresses the reason for repair of unit alarming or red light. Additional malfunction identified on the irs as a short circuited on/off switch which is directly related to the reason for repair of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.